Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 314 (mg/dl) and diabetic ketoacidosis (dka). Reportedly, the contact attributed the customer's bgs and dka to the pump settings not being properly adjusted. While hospitalized, the customer was treated with intravenous insulin. The customer was released two days later with the issues resolved.